Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the report of "2 weeks ago" from adc awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device as a result, the customer was unable to obtain sensor readings. The customer became hypoglycemic and experienced sweating and a loss of consciousness however, the customer was able to self-treat with glucose tablets. No further information was reported. There was no report of death or permanent injury associated with this event.